Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure, a balloon catheter became stuck to a guide wire. The 90% stenosed target lesion was located in a moderately tortuous and calcified artery below the knee. Resistance with a non bsc guide wire was encountered in the guide wire lumen of the coyote es 2x40mmx145cm balloon catheter. The guide wire and the coyote balloon catheter became stuck to one another. The balloon catheter and guide wire were removed. The procedure was completed with a sterling es 2x40mm. No patient complications were reported and the patient's status is good.

Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure, a balloon catheter became stuck to a guide wire. The 90% stenosed target lesion was located in a moderately tortuous and calcified artery below the knee. Resistance with a non bsc guide wire was encountered in the guide wire lumen of the coyote es 2x40mmx145cm balloon catheter. The guide wire and the coyote balloon catheter became stuck to one another. The balloon catheter and guide wire were removed. The procedure was completed with a sterling es 2x40mm. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
Device evaluated by manufacturer: the coyote es catheter was received. The balloon was tightly folded which indicates there was no sign of positive pressure. The inner shaft was buckled 6.5 cm from the tip. There was no other damage to the catheter. The inner diameter (ID) of the wire lumen was measured at both ends with a calibrated pin gauge set; the ID measured within specification. A .014" guide wire was loaded into the tip and advanced through the wire lumen of the catheter encountering resistance. The guide wire would not advance past the location of the shaft damage (6.5 cm from tip). There was no evidence of any product quality deficiencies. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).